Event description:
The pt received two leads with the same lot number. It was reported the physician had placed to leads and ipg, with successful testing intraoperatively. The physician was closing the suture sites when the pt stopped breathing. The pt was flipped over into a supine position and resuscitation efforts were started. The ambulance arrived and the pt was taken to the emergency room. It was reported the pt did not have a pulse at the time. It was reported later the hospital was pacing the pt, and the pt's sutures had been closed at the hospital. The pt was later admitted to the hospital. F/u regarding the pt status identified the pt had not walked since the incident, however, he was speaking. The pt was to be transferred to a rehabilitation facility.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.